Event description:
It was reported that the patient has had a high resting heart rate the past month approximately 150 beats per minute (bpm). The minute ventilation (mv) was turned off on this implantable pacemaker and the rate came back to normal. It was recommended the patient be seen in clinic for a device memory review. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.